Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for failed back surgery syndrome, chronic low back pain, and lumbar radiculopathy. It was reported that beginning on an unknown date, the patient¿s device never really worked. The patient reported wanting their stimulator explanted because it never really worked. The rep offered to reprogram the device, but the patient does not want to be reprogrammed and just wants it removed. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The rep noted that they have not heard from the patient in several years so they were unaware that there was an issue. The patient is to call their healthcare professional (hcp) to schedule an appointment. Surgical intervention is planned but has not be scheduled yet. The issue was not resolved at the time of the report, but the patient was noted to alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.